Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event,

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to an open solder connection on the speaker harness assembly, resulting in no audio output. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.